Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient went to the emergency room (ER) and was subsequently hospitalized on (b)((6) 2025 due to hyperglycemia and diabetic ketoacidosis. The blood glucose level was 600mg/dl at the time of event. The patient was treated via intravenous insulin at the hospital. The patient tested positive for ketones and reported feeling confused, sick, unwell, tired and weak at the time of admission. The patient was in the hospital for more than twenty-four hours. The patient faced an infusion set tubing detachment event which was the cause of hyperglycemia. The location of the detachment was the site connector. The patient replaced infusion set and resumed insulin delivery successfully. No further information available.

Manufacturer narrative:
Patient country: united states patient city: (B)(6).